Event description:
It was reported that balloon burst occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified anastomotic stoma. A 5.0 x 40, 75cm gladiator elite balloon catheter was advanced for dilation. During the procedure, the balloon burst upon first inflation at 2 atmospheres for 2 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There was no patient complications noted as a result of this event, and the patient was in good condition after the procedure.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
E1 - (B)(6). Device evaluated by MFR: the gladiator device was returned to our post market quality assurance laboratory. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 41mm in length and extended from a position 2mm proximal of the proximal markerband to the distal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. This concludes the product analysis.

Event description:
It was reported that balloon burst occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified anastomotic stoma. A 5.0 x 40, 75cm gladiator elite balloon catheter was advanced for dilation. During the procedure, the balloon burst upon first inflation at 2 atmospheres for 2 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There was no patient complications noted as a result of this event, and the patient was in good condition after the procedure.